Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history indicated that the pump emitted a replace battery alarm which was not confirmed. The pump continued to emit a replace battery alarm until the pump began rebooting and powered off. During evaluation the pump was able to power on properly and was exercised for 24 hours with no issues. There were no issues found with the pump. The power loss during use was found to be due to an unconfirmed replace battery alarm.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump was not powering on after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.